Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomena were attributed to the faulty circuit board and dust but the cause of these could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation in olympus (B)(4). The evaluation found no image due to faulty printed circuit board. The socket was worn out and the power switch was dirty which caused image errors. Additionally, the front panel was broken at the retaining bolt and the software needed an update. The faulty parts need to be replaced to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that during preparation for use, the evis exera iii video system center does not display an image. There was no harm or user injury reported due to the event.